Event description:
The caller stated that a home pt encountered a shiley 8lpc that failed and had to be changed. On friday night (B)(6) 2011 they noticed the pt's ventilator alarming. As soon as they changed the tracheostomy tube with another 8lpc the ventilator alarm stopped high pressuring. They found that the pilot balloon was leaking. The caller thinks the tube was placed in the pt about 2 weeks prior to the event. The caller stated that the facility does have the dr change the tracheostomy tubes every 4 weeks. The removed 8lpc tube was discarded.

Manufacturer narrative:
A review of the device history records for this lot of product confirmed that none of the samples inspected prior to release presented the reported condition. The product was in conformance and was released for distribution accomplishing all established quality assurance acceptance levels.